Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip/cap detached. It is not known if the cap detached inside or outside of the patient. The fiber was replaced and the procedure was completed using a second surgical fiber. Outcome: "no damages to the patient". Joules used: 198.000. Time expended: 19 minutes. Gland volume: 90 ml.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the report of a fiber cap detachment could not be confirmed, the fiber cap was found to be attached; however, the glass cap/fiber has retracted backwards within the metal cap and rotated off center; the metal/glass caps were still intact and attached; the metal cap exhibited mild burnt on detritus; the glass cap exhibited mild devitrification at output window; the metal cap exhibited signs of melting at the output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. This is not an MDR reportable event.